Event description:
Boston scientific crm received information that this patient experienced loss of ventricular capture, sensing issues as well as premature ventricular contractions (pvc). Bsc technical services (ts) was consulted and suggests that the patient had some bigeminyl pvc's. A health care provider called ts stating that the patient had several episodes of ventricular tachycardia (vt) and no conduction. The patient experienced some escape beats as well as pacing during an intrinsic beat. The programming was optimized for better performance. The nurse was going to fax in some egm strips, but has not done so. The device is still currently active. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.